Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2022 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown and noted "the lens got stuck in the injector".